Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 in order to treat stress urinary incontinence and mesh was implanted. The patient underwent the replacement of pelvicol [bard] on (B)(6) 2006. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, neuromuscular problems and vaginal scarring. The patient underwent a repair on (B)(6) 2008 due to recurrent vaginal prolapse and chronic pain. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2005 and mesh and pelvicol were placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.